Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl, while wearing the pod between 1 and 4 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Analysis of the downloaded data and phb file did not show any evidence of the system struggling to suggest or deliver insulin. The drive mechanism was inspected and found damage on the commutator cap, with associated malfunction in rotational sensor data. This did not affect pod functionality nor insulin delivery. No other damages or deficiencies were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.